Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k380736 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Further investigation cannot be pursued because there is no lot number and product was not returned. No corrective action is required.

Event description:
The physician reported the following results for a patient occurring two to four weeks prior to the date of this report: inratio inr result= 2.7, one day later inratio inr result= 3.6, laboratory inr result= 1.7, laboratory inr result= 3.2. Therapeutic range: 2.0 - 2.5. Inratio inr tests conducted one day apart. Physician unable to specify timing of laboratory inr tests in relation to inratio inr tests. Physician unable to provide any additional information.

Manufacturer narrative:
The original investigation conclusion was as follows: investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k380736 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Further investigation cannot be pursued because there is no lot number and product was not returned. No corrective action is required. The lot number of the product was provided. The corrected investigation conclusion is as follows: investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k380736 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.